Event description:
It was reported by service report that the lower connector broke on the footboard and the bed exit and scale would not work. No patient involvement or adverse consequences are reported.